Event description:
Journal reference: trentman tl, dodick dw, zimmerman rs, birch bd. Percutaneous occipital stimulator lead tip erosion: report of 2 cases. Pain phys 2008; 11(2):253-256. Occipital nerve stimulation is an emerging treatment modality for refractory headache disorders. We describe the first 2 reported cases of percutaneous occipital stimulator lead tip erosion. In both cases, the lead erosion occurred many months after implantation. One pt lost a significant amount of weight between the time of implant and lead erosion, while the other pt had no obvious risk factors. Both pts returned to excellent headache control. Reportable event: a woman suffered from medically intractable chronic migraine. Referred for a trail of bilateral occipital nerve stimulation (ons). Two years after she was implanted with ons, she had gastric bypass. Twenty one months later, she had headache and discomfort in right occipital region. A lead tip was protruding through the skin and was associated with a small granuloma. Surgery was performed, the granuloma excised and cultured which revealed infection. The wound was closed over the tip, she was treated with antibiotics and healed without complication.

Manufacturer narrative:
.